Event description:
It was reported that the device was plugged in and the master power switch was on with the power icon displaying on the graphical user interface screen. But, after about 30 minutes the battery percentage dropped from 84% to 83% and then 82%. The device was switched to another outlet. Additional troubleshooting was completed, but the issue was not resolved. Both outlets worked for other equipment. The device was moved to a third outlet and then started to charge. The device was relocated to another room where it began losing power again at rate about 1% every 10-15min. Eventually, the device user was able to stabilize the device and maintain battery power.

Manufacturer narrative:
The device was returned for evaluation. A service engineer evaluated the device and was unable to replicate the reported issue, but decided to replace the power supply unit as a precaution. Afterwards, functional testing was completed and the device passed.